Manufacturer narrative:
UDI: device was made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The foreign material was found before open the package. Contamination found inside the sterile barrier. The product will be returned to your site.

Manufacturer narrative:
Upon completion of the investigation it was noted that the returned product did have a debris as shown in the picture. The debris was outside the inner tray and away from the product side. The count of debris was one in total. An awareness training on the product complaint was performed to inform the packaging personnel. Recently, the tacky mats on the floor outside the entrance to the cea were replaced with a much larger mat. The previous tacky mat was 3' x 2'. The new mat is 10' x 4' in area. This issue shall be monitored and additional corrective action shall be pursued. A review of the DHR did not reveal any negative quality trend. The current sampling plan is 100% by the packaging operator and 100% by the qi. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.